Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1633603, indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) failed to achieve hemostasis. The vcd will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) failed to achieve hemostasis. Multiple attempts to obtain additional information were unsuccessful. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle and the balloon¿s distal tip was severely inverted, core wire curved. The procedural sheath, advancer tube and the sealant were not returned. No obvious anomalies were observed. Functional testing could not be performed without the return of the advancer tube and the sealant. A review of the manufacturing documentation associated with lot f1633603 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be related to the reported complaint. The event reported as ¿device failed to achieve hemostasis¿ was confirmed due to the condition in which the unit was received for analysis. However, based on the information provided and the investigation performed, the root cause of the event could not be conclusively determined without the return of the advancer tube and the sealant. According to the product instructions for use, users are warned to not use mynxgrip if components or packaging appear to be damaged or defective. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.